Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had continuous cuff pressure, and the cuff had eroded through the urethra which led to a perineal infection. There was also a fluid leak in the device. The aus was explanted, and patient treated with antibiotics. There were no additional patient complications.